Event description:
It was reported that the patient was not getting an adequate stimulation coverage and was feeling stimulation in unwanted areas despite reprogramming done. It was also noted that the ipg had to be charged frequently in a longer time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past year.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage and was feeling stimulation in unwanted areas despite reprogramming done. It was also noted that the ipg had to be charged frequently in a longer time. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted device will not be returned per medical facility policy.